Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00034. It was reported that the patient presented for an upgrade procedure. During the procedure, the left ventricle (lv) lead could not be implanted as there was a header anomaly with the pacemaker; the setscrew was completely closed and would not fit the left ventricle lead. The screw was then retracted to the maximum extent and the lv lead was tightened down using the hex wrench. At this time is was noticed that the lv lead had pulled back slightly. Attempts were made to advance the lv lead but it was ultimately decided that the patients anatomy would not accommodate a lv lead. The pacemaker was explanted during the procedure on (B)(6) 2020. No patient consequences.